Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
The battery pack and device logs were not returned for evaluation; therefore, the cause of the depleted battery could not be determined. The customer was referred to a distributor to purchase a replacement battery.